Event description:
Reported that while transporting a patient experiencing shortness of breath, they experienced equipment failure while utilizing the zoll vent. The zoll vent passed the inspection this morning, however on this patient it read on the screen system failure, and indicated no oxygen was reaching the unit. The unit was plugged in with the hard o2 line attached. Trouble shooting was unsuccessful. M29 rendezvoused with m9 and utilized their vent for the duration of transport. Patient stable on arrival to hospital. With vent was taken and is being sent to logistics for maintenance and diagnostics.